Event description:
The hospital reported that during a coronary artery bypass procedure, two mira-I retractor bases were "lifting" from their original positions. This occurred when the retractor arms were expanded laterally. The same device was used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report number 2242352-2013-01430 for the related report.

Manufacturer narrative:
A review of a video provided by the customer confirms that the base of the device lifted from its original position while the retractor arms were expanded laterally. This reported complaint remains under investigation. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted upon completion of the investigation. (B)(4).